Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was not producing an image. The issue occurred during preparation for use for a diagnostic gastroscopy. The procedure was completed with the same device. There were no reports of patient harm.